Event description:
The report rec'd from the field indicated that, during cannulation of the left coronary with a jl catheter, the artery spasmed and shut down. This resulted in energency medical measures to shock, intubate and resuscitate the pt. The right coronary was cannulated with a jr 4 catehter, without complications.